Event description:
Pt came into the hearing aid dispenser's office for a routine check-up. Dispenser found a wax guard in the pt's ear imbedded in ear wax. He referred her to a physician for removal. There was no obvious sign of infection, no redness, swelling or drainage.